Manufacturer narrative:
Although it is unknown if the device contributed to the reported event we are filing this MDR for notification purposes only. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
The patient underwent a surgery, due to lumbar spinal canal stenosis in which implantation took place at l3-4 level. It was reported that on unknown date, post op, zcq (zurich claudication score)score aggravation was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.